Manufacturer narrative:
(B)(4). Batch # m55a30. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device staple? --- yes. If the device stapled, was the staple line complete? --- no. What was the shape of the staples (b-formation, irregular, legs straight)? --- no information. Did the device cut? --- yes. If the device cut, was the cut line complete? --- no. Did the device start to fire staples and cut, but could not be completed? --- yes.

Event description:
It was reported that during an open total gastrectomy, the knife stopped and some staples were not deployed on the way of the first firing on the duodenum. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.